Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, both the needle and the thread broke. During the passage of the needle, the needle came unset. It happened twice with the same lot number. Another suture was taken to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.